Event description:
Additional information received indicated that the syncopal episode was most likely related to cardiac in origin.

Event description:
It was reported that the patient presented in the emergency department due to a snycopal episode. The patient received an inappropriate shock for af with rapid ventricular response. The device was reprogrammed. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.